Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "broken syringe holder" was confirmed and not reproduced. The root cause was not identified. The syringe holder was replaced to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report an infuso.r. With a "broken syringe holder ". It is unknown when this event occurred, but occurred in "central processing". The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.